Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which may be affecting mode switch and causing episodes in progress to be marked as terminated. It was also reported that the right ventricular (rv) lead exhibited elevated short v-v intervals and high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high and rising thresholds.